Event description:
Reportedly, oversensing was observed in both atrial and ventricular channels. In addition, bad and absence of sonr signal was observed since (B)(6) 2013. Recommendations were provided in order to check the integrity and proper operation of the a and v leads, an ICD issue could not be excluded. Accordingly, both leads were replaced and the same device remained implanted. No abnormal behaviour was observed afterwards.